Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spondylodesis at l4-s1. During the surgery, the instrument (one of the distal wings) broke during standard usage. The product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and optical observation reveals that one of the locking tabs near the top of the handle has broken off. This appears to have happened while trying to remove the screw tops. Conclusion: the above observations are consistent with bend tress overload. If information is provided in the future, a supplemental report will be issued.